Event description:
The hospital reported that vasoview hemopro 2 cutting tool stopped providing current about 5 min after the procedure. No test performed however note that the device initially worked fine. They waited one full minute and the device did not re activate so they opened a new kit and it worked fine. The only troubleshooting step taken was using a new device. The state of the jaws was intact. Power setting at 2.5. No issues with the power supply. There is no adverse event. There was no delay.

Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on (B)(6) 2025. An investigation was conducted on (B)(6) 2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be to be intact with no visual defects observed. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply (B)(6) at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method (B)(4). The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test (B)(4). The resistance value was measured at 0.67 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed. The lot # 3000468953 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Event site name exceeds character limitations: (B)(6).

Event description:
The hospital reported that vasoview hemopro 2 cutting tool stopped providing current about 5 min after the procedure. No test performed however note that the device initially worked fine. They waited one full minute and the device did not re activate so they opened a new kit and it worked fine. The only troubleshooting step taken was using a new device. The state of the jaws was intact. Power setting at 2.5. No issues with the power supply. There is no adverse event. There was no dela.